Event description:
It was reported that during cleaning and sterilization, the customer noted that the curved bipolar dissector instrument was found to be broken at the end when reassembling the tray. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, isi contacted the da vinci surgical nurse. She indicated that the instrument was marked in the operating room after a procedure as having a wire hanging out of it. According to the information provided the instrument was returned to the sterilization process center and it was placed in a recycle bin. When the instrument was retrieved it was found to be broken where the wrist joints with the shaft at a right angle. The site was unsure if the instrument was broken before it was placed in the recycle bin or prior to. The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be broken at the proximal clevis to main tube interface. The clevis was found to be dislodged from the main tube as a result. Engineering concluded that the dislodgment was likely due to overloading at the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Engineering also observed that the main tube interface wall exhibited a collapsed section with missing pieces. One conductor wire was also found to be broken at the yaw pulley exit. The wire was found to be detached from its connection at the grip. Instrument passed electrical continuity test. The yaw pulley showed no signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken main tube if to reoccur could cause or contribute to an adverse event.